Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the needle deployed the cannula early and struck the patient's thumb. The patient's thumb was reportedly bleeding due to the alleged needle mechanism failure. Although the needle had deployed early, the patient was reportedly not aware and continued to apply the pod. The pod was removed upon realization of high bgs. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.